Manufacturer narrative:
Event description. Medications. Device information. During the investigation, it was found that pxc121200 (site # (B)(4)) was occluded and the patient reported claudication was due to occlusion which was fixed by bypass procedure. There was no complaint associated with the rlt261214 (site # (B)(4)) earlier reported. Address. Device manufacture date. According to the gore excluder aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Anatomical requirements: iliac artery treatment diameter range of 8 ¿ 25 mm and iliac distal vessel seal zone length of at least 10 mm. For the pxc121200 the iliac diameter range is 10-11mm. Additionally, the IFU states, adverse events that may occur and/or require intervention include, but are not limited to occlusion of device and claudication (e.g., buttock, lower limb).

Event description:
On (B)(6) 2015, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly, during the procedure, the left hypogastric artery was intentionally embolized. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 28.1mm. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2015. It was reported that on (B)(6) 2016, the patient presented to the emergency department complaining of the abdominal pain and claudication. According to the physician, the cause for the abdominal pain is unknown possibly due to the presence of a hiatal hernia. The patient reported claudication was due to the device occlusion (pxc121200/12822019). Reportedly, the diameter above the iliac bifurcation was small (12x13mm). It was reported that the event was related to the device or procedure. On (B)(6) 2016, the patient underwent the right-to- left femoral-femoral artery bypass procedure. The patient tolerated the procedure. On (B)(6) 2016, the follow up cta confirmed a patent femoral-femoral bypass. The patient is in stable condition.

Manufacturer narrative:
(B)(4). The additional information was requested.

Event description:
The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave is the clinical study database (csd), capturing the data through the grt 10-11 module. On (B)(6) 2015, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly, during the procedure, the left hypogastric was intentionally embolized. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 28.1mm.the patient tolerated the procedure and was discharged from the hospital on (B)(6) 2015. It was reported that on (B)(6) 2016, the patient presented to the emergency department complaining of the abdominal pain and claudication. Reportedly, the event was not related to the device or procedure. On (B)(6) 2016, the patient underwent the right-to- left femoral-femoral artery bypass procedure. No further adverse events have been reported. The additional information was requested.